Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 434 mg/dl. Customer stated that, when she inserts a new sensor after an hour or two the tape starts to come up. Healthcare professional offered to troubleshooting for the high blood glucose, calibration not accepted, sensor updating, sensor glucose verses blood glucose and tape not sticking and customer declined. The customer advised to monitor the device. The sensor and insulin pump are not expected to be returned for analysis.